Event description:
A facility returned the mayfield modified skull clamp (a1059) to integra's service & repair(s&r) team with notation of "repair." During evaluation of the device by an integra technician, it was observed that the torque knob was sticking and the lock was loose. There was no patient involvement.

Manufacturer narrative:
Mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - investigation of the returned unit showed that the lock had rotational and lateral movement and a residue buildup is present. Also, the torque knob was sticking, and the lock was loose. New components were added to replace worn internal parts, and general maintenance and cleaning performed. Root cause - unit required replacement of worn internal components due to routine use and wear. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2003). No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.